Event description:
It was reported that, during vnotes adnexectomy, about an hour had passed after the start of use while on ovarian ligament, the device cutting trigger was pulled, it was fixed and would not return. It was difficult to pull the cutting trigger. The tip was wiped with wet gauze and tried operating the trigger outside the body, but it would not improve. The device's knife blade did not protrude beyond the edge of the jaw and was not exposed. Therefore, it was replaced with a new device stocked in the hospital, and the procedure was completed without any problems afterwards. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.